Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 5.5, lab: 4.2. Normal range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.